Event description:
Patient tested 2.2 inr on the coaguchek xs system while a comparison lab returned as 1.7 inr. Customer's therapeutic range is 2.0-3.0 inr. The patient' coumadin dose was increased based on the meter result. No adverse event reported. Requested return of suspect system and replacement was sent.